Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicated that the product was processed and released according to the product¿s acceptance criteria. Logfile review was not possible, because the received logfiles did not contain the treatment date. During onsite visit field service engineer (fse) checked device and carried out performance tests on system, performed final checks including test patient and could not find any issue. Fse performed system verification as per sir (service installation record). The issue could not be reproduced and confirmed by fse. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported secondary energy out of range and laser stopped firing during a procedure. New information was requested and received. During photo therapeutic keratectomy on a patient¿s left eye, the laser stopped firing and device displayed a secondary error message. The surgery was cancelled. The laser has since been fixed.